Event description:
Customer reported the touch screen is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. System operates as intended. This MDR is related to ge healthcare complaint.